Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that at the start of the implant procedure, the beginning battery voltage of the device was lower than expected. The device was not implanted, it was replaced. No patient complications were reported as a result of this event.